Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the customer had been filling the cartridge with 300 units of insulin but had not been removing the air when filling the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge onto the pump.